Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported by the customer that the device alarmed for "channel error" and shut off while infusing. Per clinician the medication infusing was "not life-saving". Equipment was tagged. No additional information available. This was reported to manufacturer representatives during site visit. There was patient involvement but impact is unknown. No devices will be sent for investigation.